Event description:
Customer reported that filters have released air into the downstream tubing if moved or tapped. This has occurred on lines that have been in use for a period of time, not just newly installed. Air was removed so it did not reach pts. No samples had been saved for evaluation.

Manufacturer narrative:
Section f completed by baxter based on information received from reporter. No samples were saved; no evaluation could be done.